Event description:
Although the customer was aware of instrument dispensing problems, an olympus technical services specialist was not contacted for troubleshooting steps. The customer continued testing, and blood sample was mistyped as a group o. The historical type for the donor was group b, which was confirmed by manual testing.